Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, and successfully reset pump, and patient requested callback later in day.